Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had a blood glucose of 446 mg/dl. Caller stated that she delivered the 25u max but was unsure on how to deliver the rest. Caller was advised on how to do a manual bolus. Caller stated that she put in a bolus and went to check the bolus history, but the bolus wasn't showing. Customer's blood glucose went up to over 400 mg/dl. Customer's blood glucose was later 442 mg/dl. Customer only programmed for a 25 maximum bolus. It was reported that the customer has to take insulin 2 hours after meals. Customer was given insulin a couple of hours ago. Customer's blood glucose came down to 361 mg/dl and then 292 mg/dl. Customer stated that he feels better. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised that the pump was working as designed. Caller stated that the cannula was not bent or occluded. Customer was advised to do a complete set change.